Manufacturer narrative:
S/w version: 4.11e. Retainer ring = black. Customer returned pump for an alleged cosmetic damage(damaged lcd window) found on (B)(6) 2021. Pump received with missing segments and partial display. Unable to perform the displacement test and self test due to missing segments. Pump was cut open to perform visual inspection and found severely cracked lcd glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked lcd window, pillowing keypad overlay, and cracked case above arrow and battery icon. In summary, customer allegation for cosmetic damage (damaged lcd window) was confirmed during visual inspection where cracked lcd window was noted. Missing segments on display confirmed due to cracked lcd window. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump lcd was cracked. Insulin pump was disconnected.troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.